Event description:
An issue was reported where the customer's power button was unresponsive and stuck. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.